Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon receipt, the battery output voltage was measured at 6.28v. The cause for the low battery output voltage cannot be positively determined but was likely the result of defective cells or improper battery maintenance. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
The nurse of (B)(6) male patient contacted zoll customer support to report that the patient's device did not seem to be working correctly. The patient was issued a replacement battery pack.